Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product and to get add¿l complaint info were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However, the customer reported sparking at the prongs which is a safety risk. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.

Event description:
The customer reported to customer service that she saw sparks come and the power strip and everything shut off. No injuries were sustained from this issue.